Manufacturer narrative:
The insulin pump received was with a blank display due to an open lcd driver on the lcd board. The device was unable to a perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart error test and all operating current due to blank display. The insulin pump was received with minor scratches on the display window, cracked casing at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.

Event description:
The customer reported via phone call that her insulin pump died last night; she changed her battery but the display would not return. The patient's blood glucose at the time of incident was 172 mg/dl. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the top of the battery cap was stripped. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.